Manufacturer narrative:
Device evaluation summary: the device returned with a detachment on the hypotube 21.3cm distal to the strain relief, 1.9cm of the hypotube had detached from the device. The hypotube material was oval and jagged on all sides of the detachment site. There were no kinks evident on the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated information from the account states that the stent deformation event was reported in error. A detachment of the device occurred outside of the patient during the procedure. Another brand stent was used to complete the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion located in the left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed without issue. It was reported that stent deformation occurred in vivo during positioning/advancement. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injury.